Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3888-28, lot# r211691, implanted: (B)(6) 1992, product type: lead. (B)(4). It was unclear what system this event pertained to. See manufacturer report #3004209178-2016-01360 for the other system. Medtroni

Event description:
The patient reported via the manufacturer representative (rep) that there were high impedances on the right lead on contacts 0 and 3. They were greater than 10000 ohms. The patient had been unable to feel any stimulation, even when using good contacts 1 and 2. Reprogramming was performed. It was noted that the patient had lost their programmer and was then unable to turn stimulation on. It was further noted that the patient had 2 peripheral nerve stimulators, each with 1 lead and 1 implantable pulse generator (ipg). The system on the outside of the right leg was the one with the issues. There was no way to know which lead it was. The lead had been implanted since the early 90s and the ipg was replaced in (B)(6) 2015 due to elective replacement indicator (eri). The patient was unaware of any falls or trauma to the lead or the ipg area. The impedance results were reported to the nurse who was going to follow-up with the managing doctor to determine the next steps. The issue was not resolved at the time of this report. The patient was alive with no injury, and no surgical intervention had occurred at the time of this report. It was unknown if one had been planned. The patient was going to be back on (B)(6) 2016. The rep was going to follow up with the managing doctor at that time. Relevant medical history included non-malignant pain. No follow-up was required.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision on (B)(6) 2016. The healthcare professional did not want to remove the peripheral lead with high impedance as it was placed directly on the nerve. Instead, two new epidural leads were placed at t10/11 with a new implantable neurostimulator (ins). A four-electrode lead, a pocket adaptor, an extension, and an ins from the existing thoracic epidural system were explanted. It was noted that explanted components were sent to pathology. The manufacturer representative did not know the patient's condition at that time as the patient did not wish for a new system to be activated after the surgery. The patient was scheduled for follow-up at the clinic on (B)(6) 2016.